Manufacturer narrative:
Implant date is an approximation. (B)(4).

Event description:
Information received from the manufacturer representative indicated that the device was implanted after the use by date. Further follow up to confirm the implant date is being conducted. A follow up report will be sent if additional information is received. Refer to manufacturer report # 3004209178-2015-16897. The device was later explanted as the result of another event. That event is captured in the referenced report.